Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va13lfg, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported loss of efficacy over time. Patient reported some falls over the past year. X-ray analysis of lead revealed lead had migrated. Lead was surgically removed and replaced with a new lead on (B)(6) 2017. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.